Event description:
It was reported that the patient experienced minor tenderness to palpation along the myofascial surrounding the ipg site. It was also noted that the patient had difficulty charging the ipg as it was no longer holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.